Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. 1884 was inadvertently used for health effect - clinical code on the initial MDR report. No hematoma was noted within the compliant. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.

Event description:
The user facility reported that during an angioplasty procedure, a femoral approach was necessary in the right femoral artery. A sealant type closure system was used. When using the device, the introducer fractured into four pieces during the withdrawal phase. Two pieces remained inside the patient causing bleeding from the puncture site. Corrective action at the time was to send the patient for surgery at a hospital. The patient was harmed, and surgical intervention was needed. The event occurred during use on patient/during patient. Additional information was received on 18feb2025: it was confirmed that the two pieces were successfully removed. Although the precise volume was unknown, I do not have a precise volume, manual compression was used. A femostop was the used. The term "bleeding from the puncture site" was used. The patient had an emergency stay for revascularization of the mid. The patient was currently cardiologically stable, as of (B)(6) 2025, since the patient's return to the hospital (B)(6) 2025 from the other hospital where she had a thrombectomy by fogarty probe at the level of the external iliac artery and the right deep femoral artery, prosthetic femoro-femoral bypass on a long occlusion of the right superficial femoral artery. Anemia at 7.4 g/dl transfused 1 cgr on (B)(6) 2025. No concomitant medical products were used with the femoseal, only the mention of the femostop.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: pharmacist intern. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.